Manufacturer narrative:
Sample is li heparin plasma. Qc was within the customer's established ranges during this event. A system check performed on (B)(6) 2011 met specification. Testing of patient's sample from (B)(6) 2011 at beckman coulter cpls lab confirmed the existence of a patient source interferent which most likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Service was not dispatched as the questionable results were isolated to one patient. A clear root cause for this event remains unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reproducible elevated troponin (accutni) result above the ami cutoff from one (1) patient, generated by the access 2 immunoassay analyzer. This result was discordant to an alternative method. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.